Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown which lead had high impedance and was replaced. Hence, both leads are being reported. Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33085. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedance on one of the leads. As such, surgical intervention took place where in the lead with high impedance was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed postoperatively.